Manufacturer narrative:
The reported event of a no power issue was confirmed by analysis. Final analysis found that upon visual inspection revealed no physical damage to the outer plastic casing of the alternating current (ac) power adapter or to the outer plastic housing of the transmitter. During analysis, a failure event was observed which was unrelated to the reported event. After opening the ac power adapter several burnt components were observed on the main circuit board. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Event description:
This report is to advise of an event observed during analysis.